Event description:
It was reported to boston scientific corporation on january 28, 2022 that a hot axios stent was to be implanted in the sigmoid colon to treat a 1cm anastomotic stricture during a colonoscopy with axios placement procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and cautery was not used. During the procedure, the handle was able to move into position "2" and a click was heard; however, the first flange did not deploy. The physician attempted to adjust the catheter and deploy the first flange again; however, the first flange still failed to deploy. The stent was removed fully covered by the outer sheath and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. A photo of the device provided by the complainant shows that the tip was slightly pushed out from the catheter. Note: it was reported that the axios stent was to be implanted in the sigmoid colon to treat an anastomotic stricture. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed to treat an anastomotic stricture in the sigmoid colon.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.